Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a no external power alarm and the mobile power unit (mpu) not powering on was confirmed. A review of the submitted controller event log file spanned approximately 6 days (06jun2023 ¿ 12jun2023 per time stamp). On 12jun2023 at 21:08:12, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~0.5v. This was consistent with a loss of ac power. The alarms cleared on their own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The mpu powering off event was not observed in the log file due to overwritten data. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. During the evaluation of the returned mpu, serial (B)(6), the unit was plugged into an ac power source and the yellow wrench illuminated once. It did not power on. The issue was isolated to the power supply pcb and the rest of the unit was scrapped. The power supply pcb was forwarded to ppe for further evaluation. The pcb was plugged into a test unit and the reported issue of not powering on was confirmed. There was no voltage output coming out of the dc secondary side of transformer t1. Due to the voltage drop, power to the unit was affected. Additional information provided stated that the unit has a v-lock connector, it is unknown if the ac power cord came loose, and there were no environmental circumstances. A root cause for the reported no external power alarm was not conclusively determined through this analysis. The root cause for the mpu not powering on was determined to be a damaged transformer in the power supply pcb; however, a root cause for this damage was not conclusively determined. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. Heartmate 3 patient handbook (rev. C) section 6 ¿caring for the equipment¿ and heartmate 3 IFU (rev. A) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. C) section 10 ¿safety checklists¿ and heartmate 3 IFU (rev. A) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU (rev. A) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of a no external power hazard alarm while connected to their mobile power unit (mpu). It was reported by the site that the pump stopped for 1 minute and 47 seconds. Log files captured a no external power event between 21:08 and 21:09. The log files showed no interruption in pump support during these events. It was additionally reported that the power cable was exchanged which did not resolve the issue. The patient used their mpu again and after about 30 minutes of use, the power supply stopped. It was also reported that when the power is connected to the mpu, the green lamp lights up for a moment, but it then goes out immediately. An additional review of the submitted log files confirmed that no pump stops were recorded. The pump maintained a speed above the low speed limit throughout the controller's event log file, which spanned from 21:16:58 06jun2023 to 21:29:49 12jun2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.